Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. When the patient presented in the clinic for a device replacement procedure, noise was not noted via pacing system analyzer (psa) testing. The physician observed two areas of insulation abrasion on the lead. The lead was repaired with repair kit and plugged into a new device. The patient was stable.